Manufacturer narrative:
Lot #: the exact lot was not known, however customer provided a potential lot from stock, ur20c23051. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link needle-free IV connectors were popping off; further described as disconnecting from a non-baxter 10cc saline syringe. This issue occurred during infusion through a PICC (peripherally inserted central catheter) line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H4: the potential lot number: ur20c23051, manufacture date is march 26, 2020. H10: a batch review was conducted on the lot number reported as a potential lot number and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.